Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a premature ventricular contraction (pvc) ablation procedure. After the physician inserted the catheter into the patient, it was observed that the echo image was not displayed on the carto ultrasound system. The connector was removed and reconnected but the issue continued. The physician removed the catheter and a new one was reinserted into the patient. The reported issue was resolved and the procedure was completed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.